Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 67.9cm distal to the strain relief. A further kink was identified in the distal section of the hypotube break at 3.9cm distal to the break site. This type of damage is consistent with excessive force being applied to the delivery system. There were no issues noted with the profile of the tip. A visual and microscopic examination found no issues with the profile of the stent. The stent was securely crimped onto the balloon. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 2.9mm in diameter left main artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and a 32 x 3.00mm taxus¿ liberté¿ stent was advanced however, the shaft of the stent delivery system (sds) was fractured. The stent remained intact on the sds balloon. The device was simply removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 2.9mm in diameter left main artery. The lesion contained >45 and <90 degrees bend. Predilation was performed and a 32 x 3.00mm taxus¿ liberté¿ stent was advanced however, the shaft of the stent delivery system (sds) was fractured. The stent remained intact on the sds balloon. The device was simply removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).